Event description:
It was reported that this patients implantable cardioverter defibrillator (ICD) device was replaced. The device was non-operational at the time of replacement and was indicated to have been replaced due to normal battery depletion. Shortly after completion of the device replacement procedure, this existing right ventricular (rv) lead exhibited high out of range shock impedance measurements. The shock impedance measurements were noted to be greater than 200 ohms in the triad vector and 167 ohms in the rv lead coil to device can vector. The healthcare provider (hcp) noted that the physician did not want to replace the lead, so a commanded shock test was performed, and a code 1005 occurred, which is an open circuit condition detected during shock delivery. The hcp contacted boston scientific technical services (ts) to discuss what actions to take next. Ts discussed the meaning of the code 1005 and explained that if the patient needs device shock therapy, the full shock energy will likely not be delivered to the patient. Ts indicated that the rv lead should be replaced. The rv lead remains in-service at this time. No adverse patient effects were reported.